Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the adc meter.

Event description:
Customer reported receiving a blank screen from her freestyle freedom meter and not able to test her blood glucose. Customer reported experiencing symptoms of frequent urination and blurry vision. Customer also reported when she visit her doctor in 2008, her doctor obtained a reading of 610 mg/dl and diagnosed customer with severe hyperglycemia. On a separate occasion, customer reported one episode of loss of consciousness back in 2009, and she drove herself to hosp for further checkups after her recovery. There was no report of treatment in either incident. It is unk if the customer received the blank screen when the incidents occurs. There was no report of death or permanent impairment associated with this case.